Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was returned for failure analysis, and the reported error was confirmed but not replicated. System logs found 23087 errors on usm4 indicating sensor errors on carriage, confirming the fault occurred in the field. A visual inspection found no issues that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the carriage instrument sterile adapter (isa) printed circuit assembly (pca) was found to be the potential root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1). The system was tested and verified as ready for use. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a training/demo of the da vinci system, while the customer was setting up, it faulted out with 23138 error on universal surgical manipulator (usm1). The customer hard power cycled system several times, but error kept returning. The customer stated they could disable usm1 for now and would ask the surgeon if next day's case could be performed with only 3 arms. No known impact or patient consequence was reported.